Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device or therapy was not casual or contributory to the surgery to work leg up. They reported that the patient requested the device be explanted, which was done on (B)(6) 2024. The patient was still feeling pain so they were going to see a neurologist. The patient outcome was unknown.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2brtu, implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2brtu, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 14-oct-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported, that for the past year, the patient has been having a lot of pain from their waist down to their toes. And the lead wire is moving around freely in their spine. The patient said, that they are doing nothing, but falling and they can't take some medication, because they are allergic to so many medications. Patient said, they have an appointment with their healthcare provider tomorrow morning at 9am. And they told the patient, that the healthcare provider would be there, but they didn't show up last time. Patient mentioned, that they recently had another surgery to work their leg up and they believe they are going a lot better, but they are in pain a lot times. Patient service asked, if the implant was already turned off. And patient stated, they were told to just helped to keep it on. Reviewed, role of patient services. Patient repeatedly stated, they wanted ins taken out. And expressed frustration with hcp for multiple cancellations. The caller was redirected to the patient's healthcare provider to further address the issue. Email sent to patient with physician listings.